Manufacturer narrative:
Zimvie complaint cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvtwb10, (implant, tapered screw-vent, 4.7mmd, 10mml, fully textured, microgrooves) for evaluation. Visual evaluation was performed. The implant had signs of use with bone debris on its external threads. There was no damage to the implant¿s drive feature. The implant and mount engaged and disengaged to various drivers as intended. DHR review was completed for the subject lot number 1254785. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1254785 for similar events and one other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. The customer did not submit images for the reported event. A definitive root cause could not be determined since a device malfunction did not occur. Therefore, based on the available information, a device malfunction did not occur. There was no damage to the implant¿s drive feature. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie (B)(4). E1: initial reporter¿s title is not provided/unknown. G4: additional, 510(k) number is k101880.

Event description:
It was reported, that the implant malfunctioned. And would not latch to the handpiece connection for the implant. The procedure was completed using another implant. Tooth #2.